Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported 18volt error during power on self test. The customer reported there was no patient involvement.

Manufacturer narrative:
G4: 11oct2019; b4: 14oct2019. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. No additional information was obtained. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.